Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the infection is undetermined. Infections have many causes and treatments. Each infection is addressed individually and taken very seriously by both the attending surgeon and sign surgeons at sign headquarters. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The risk associated was evaluated during the risk management process and was deemed an acceptable level of risk to the patient. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on (B)(4) 2018 that a sign im nail implanted to repair a fracture was removed due to infection. Surgeon comments: "union is noted but infection & nail exposing at the surgical site occurs. We plan for nail removal & prophylatic pop short cast. Removal of nail was done for control the infection & recheck x-ray after nail removal."